Event description:
Received mentor silicone breast implants and became ill about a year later. Suffered in pain for years. I have a detailed summary of all my health issues and can send upon request. Breast, shoulder, neck, joint, hip and back pain. Painful rashes, headaches, fatigue, vertigo, etc. Removed them on (B)(6) 2021 and regained my health as 90% of the health issues have yet to return. FDA safety report ID# (B)(4).